Event description:
Pt states she developed a corneal infiltrate in the left eye. She was given medication and was allowed to heal for a month. The pt put lenses back in and alleges within 5 hrs, the infiltrate was back. She went to a corneal specialist and states she was treated for eye infection. Attempts to contact the ecp have been made for more info regarding treatment and diagnosis, with no response to date. This is being filed as unconfirmed infection with infiltrates.

Manufacturer narrative:
This is being filed as unconfirmed infection with infiltrates. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusions: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the add'l info.